Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on two (2) patient samples with the simplexa covid-19 direct assay, but were confirmed negative when repeated on the same simplexa assay lot a few hours later. Run analysis of the simplexa results are as follows: on (B)(6) 2021 @ 0455: sample ID (B)(6): s gene (29.5) orf1ab (30.0), sample ID (B)(6): s gene (26.6) orf1ab (27.5). On (B)(6) 2021 @ 1003: sample ID (B)(6) (same patient as (B)(6)): not detected, sample ID (B)(6) (same patient as (B)(6)): not detected, the first run from (B)(6) contained 4 samples that were detected, but the customer only alleges sample ids (B)(6) and (B)(6) were false positive. The 2nd run contained all negative results which indicates the initial samples may have been contaminated since CT values in the 1st run are in the typical detection range cts = 22-32 for the simplexa assay. This does not appear to be reagent related since the customer repeated with all negatives on the 2nd run. It was recommended by dsm on two separate occasions (11/30 and 12/8) for the customer to perform environmental wipe tests to check for possible envionmental contamination. As of12/14/21 the customer has not responded. The customer's device and suspected false positive samples were not provided. Batch record review showed the critical component, reaction mix mol4151 lot# x13344n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 12/6/21 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# x13467n for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on two (2) patient samples with the simplexa covid-19 direct assay, but were confirmed negative when repeated on the same simplexa assay lot a few hours later. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.